Event description:
It was reported that this brady lead was not successfully implanted due to lead was damaged during implant into conduction pacing system. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The allegation was confirmed basing on a failing helix mechanism due to the helix being deformed as there was a noted bent and stretched out of the helix. Moreover, the helix is extended. Dried body fluid was also noted in the helix housing. Electrical continuity testing passed which indicating conductors are intact.

Event description:
It was reported that this brady lead was not successfully implanted due to lead was damaged during implant into conduction pacing system. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.